Event description:
The advocate alleged that the customer performed a control test using his contour system and received a result of 340 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.